Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a damaged tip clamp and pipet assembly coated with dried serum. The tip clamp and tip retaining clip were replaced. The instrument was cleaned, tested without further problem, and returned to service.